Event description:
Reference number(B)(4). Event occurred in bahrain. It was reported that the patient faced an infusion set bent cannula event on 25-feb-2026. The event occurred on the first day of use. The insertion site was the thigh. The infusion set was in use for a few hours. The blood glucose level was 25 mmol/l, and the patient was treated with a manual injection. The patient replaced the infusion set and resumed insulin successfully. No further information available.